Event description:
Updated event description. It was reported that the patient underwent repair surgery of the shoulder and clavicular joint dislocation at the end of (B)(6) 2025. During the surgery, the surgeon used three rgdloop adjustable stnd devices for soft tissue fixation. During the procedure it was reported that the surgeon cut off the white suture of the device and used two orthocordviolet w/mo-6 ndls devices instead to pass the titanium plate for fixation. It was reported that postoperative x-ray was unremarkable. Subsequently, the patient felt shoulder discomfort and went to the hospital for treatment (the specific process, occurrence date, examination results and diagnosis were unknown). On (B)(6) 2025, a second surgery was performed for refixation. During the surgery, it was found that the sutures of the orthocordviolet w/mo-6 ndls devices were broken. It was reported that currently, the patient's condition is stable and no further adverse event reports have been received. No additional information was provided. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: b5: subsequent follow-up with the affiliate was made, and additional information was received regarding the event. Therefore, the event description has been updated accordingly. H6: medical device problem code updated.

Event description:
It was reported that the patient underwent a surgical procedure for an acromioclavicular joint dislocation. It was reported that 3 rgdloop adjustable stnd suture devices were used in the procedure. It was reported that post-operative films were normal. However, after the procedure, the patient felt discomfort and underwent a second procedure where it was found that the white suture thread was broken. No additional information was provided. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: visual inspection of the returned x rays found no observations pertaining to the nature of the reported event or any other anomaly. The overall complaint was not confirmed as the observed condition of the rgdloop adjustable stnd would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history record review was performed which indicated that there was a non-conformance unrelated to the reported malfunction. All the issues identified were resolved prior to product release.